Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests. Rptr used separate fingersticks; possibly one test used same finger, doesn't recall on which reading. Rptr's results were 118, 94, 103 and 96 mg/dl. Rptr did not have any symptoms. On follow up, the rptr stated that rptr checks the confirmation dot, and cleans the meter on a regular basis. Rptr's control solution was expired. The rptr did not wish to troubleshoot. No harm was alleged.